Manufacturer narrative:
H3, h6: we have now concluded our investigation for the complaint received. A review of the associated batch manufacturing record did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was performed for the product and failure mode reported, there have been further instances in the past three years. The device, intended to be used in treatment, has been returned and evaluated establishing a relationship with the reported event. A visual inspection and functional evaluation confirmed the issue of silicone offsetting. The root cause was established as a raw material issue with the silicone adhesive on the wound contact layer. A corrective action is being carried out into this failure mode. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that silicone remains on the removable plastic part of the dressing. No patient was involved in this event. This issue was found on dressings from the sales representative's stock stored at normal temperature (below 25°c).